Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse opened accolade ii size 4, 127 degree implant to tech. Tech left the stem in the rubber sheath and attached the clip in inserted from the accolade set. When the tech pulled out the stem to hand to the surgeon, there was a small piece of foreign object on the stem. The material was white.

Manufacturer narrative:
G1 reporting entity. An event regarding foreign matter involving an accolade stem was reported. The event was confirmed. Visual inspection was carried out on the returned part. White fluff like material was noted on the ha coated part of the stem, this was constant with the reported complaint and also the initial photographs supplied by the sales rep. No other issue of noted on the returned part. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. No adverse consequences to the patient were noted. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. The event was confirmed. It has been confirmed that this event is within the scope of CAPA for foreign material on accolade stem.

Event description:
Nurse opened accolade ii size 4, 127 degree implant to tech. Tech left the stem in the rubber sheath and attached the clip in inserted from the accolade set. When the tech pulled out the stem to hand to the surgeon, there was a small piece of foreign object on the stem. The material was white.